Manufacturer narrative:
The tech isolated the issue to the head cylinder. He replaced the head cylinder to repair the bed.

Event description:
Info received indicates, the head of the bed cannot be raised.